Event description:
It was reported that, that system impedance from this subcutaneous implantable cardioverter defibrillator (s-ICD) was high out of range. The technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, that system impedance from this subcutaneous implantable cardioverter defibrillator (s-ICD) was high out of range. The technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction h6: codes added.

Event description:
It was reported that, that system impedance from this subcutaneous implantable cardioverter defibrillator (s-ICD) was high out of range. The technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported.